Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. Customer's mother stated their blood glucose dropped to 44 mg/dl after bolusing for dinner. The mother was unsure why the customer's blood glucose was dropping despite being treated with a bolus. The customer's blood glucose was 52 mg/dl at the time of the call. Customer's blood glucose was treated with food. Troubleshooting did not find any issues with the insulin pump. The customer was advised to monitor their insulin pump. No additional information provided.